Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced three infusion set crimped cannula event on (B)(6) 2024. The infusion set was in use for 4 hours. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).